Event description:
Patient reported obtaining back-to-back results of 212 mg/dl, 210 mg/dl, 108 mg/dl, and 227 mg/dl on the advantage system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.